Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and reported that on (B)(6) 2014 patient experienced bleeding at insertion site. Patient claimed bleeding subsided on its own after sensor was removed. At the time of the call, patient reported slight bruising. No further medical intervention was necessary.